Manufacturer narrative:
The insulin pump was received no button response due to flattened button dome switch. No scrolling numbers display anomaly noted. The insulin pump was monitored and had no on/off anomaly after battery change. We were unable to perform the displacement, basic occlusion, occlusion, prime and excessive no delivery test due to unresponsive button. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone the customer is having issues with act button. The customer's blood glucose was 123mg/dl. Customer stated buttons are ramping on their own. The customer was advised to discontinue use of the pump and revert to back up plan.